Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was the device difficult to close? Which firing stroke of device did jam occur? What troubleshooting steps were taken to open device? Please clarify what is meant by ¿necessity of manual section of device¿? Was this the first firing of device? What color cartridge of being used? What is the current patient status?

Event description:
It was reported that during pulmonary stapling, the device jammed during lung grasping: stapling and unblocking impossible. Necessity of manual section of the device. Parenchymal wound with need for emergency conversion: open thoracotomy and re-stapling with an endogia.

Manufacturer narrative:
(B)(4). Batch # p55n6u. The ec45a device was received for analysis with the shaft broken in two parts with an ecr45b cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The damage on the device was due to an improper handling of the device. No functional test was performed due the condition of the device.